Event description:
Surgery room set up for anterior lumbar interbody fusion (alif) and long black hair was found in basin of ring stand. Long black hair found in sterile "mini plus kit". Caused a 2-hour delay in starting the case since the instruments had to be processed.